Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the level of the drain bag sealing near the stopcock. This component is provided by a vantive supplier. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported condition was verified. The cause of the bag defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.